Manufacturer narrative:
Immucor technical support tested retention product on 04jan2019, which performed as expected. The internal immucor tracking record number is (B)(4).

Event description:
On (B)(6) 2018, a european (B)(6) customer reported an unexpectedly negative antibody identification outcome when used on an echo lumena instrument.